Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received patient vibratory notifiers consistently for thirty hours. Upon review, the implantable cardioverter defibrillator exhibited variety of alerts but all those alerts had been turned off previously. Further investigation could not be performed due to the programmer anomaly. The patient was stable throughout the whole event.